Event description:
It was reported by repair work order that there was a hole worn in the safety bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.